Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history log files it could be detected a difference between the reported syringe by customer and the selected syringe. The reported syringe was type ops 50 ml, but the syringe which was seleted in the pump menu was a bd plasipak 50 ml. Further it was possible to detect during the analsyis that the infusion was started and a bolus of 2 ml was infused. Immediately after the first bolus a second bolus of 20 ml was given. Some minutes later the infusion was stopped by the pump. During the visual inspection of the perfusor space, all cover caps on the screw pillars and the seal on the lower housing were available and undamaged. No damages could be detected. The functional test was performed. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,57%) was within specification (+-2%) (according to en iso 60601-2-24). For an inside investigation the device was disassembled. No damages could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). In the moment the device is investigated in our service laboratory. If we get new information, an investigation report will be created. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "wrong rate." Customer information: a perfusor space delivers a drug too fast during dialysis. A perfusion syringe 50 ml (bbraun) was used. The delivery rate was set at 2.5 ml / h (in addition, a single bolus of 3 ml was administered). After 3 hours of treatment, it was found that the perfusor was completely empty.